Event description:
It was reported during use that the unit had shut down. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed by dräger service onsite. The log confirmed a technical alarm a008 which indicates a blower malfunction. The root cause for this failure was a detected deviation within the rotation speed of the motor blower. In such a case the technical alarm "device failure !!!" Is generated and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. During initial testing the issue could be reproduced. However, after calibration of all valves as part of the full functional check the device passed all tests and an endurance tests was performed without issues. Therefore, the root cause of the problem could not be determined. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the unit had shut down. There was no patient injury reported.